Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient stated that they needed another replacement. The patient reported that that they fell on the ice the year before report and some of the wires broke. The patient noted that the device was a good device but when they fell or bumped into something it could damage the wires. The patient further stated that if the leads break off the device does not hit all the spots and does not stop them from going to the bathroom. The patient was to follow up with a hcp. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v698092, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back and said they missed their EKG appointment to prepare the patient for the replacement procedure because they didn't have their patient programmer (pp) with them so they could turn off their implantable neurostimulator (ins). Patient didn't know that they needed to turn it off for the EKG. They also said they will be having bloodwork done in a couple weeks for the replacement procedure. The patient's battery is nearing the end of it's life as a result of normal battery depletion. Patient will follow up with their healthcare provider (hcp) to tell them that they missed their EKG appointment. During the call, patient also responded to the letter questions. Patient is scheduled to have a device replacement on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.